Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and it was found that the dso seal was damaged/detached. It was also found that the dso sensor and air detector were defective. The event history was reviewed and a 42224 error was found. The cause of the issue was found to be the defective dso sensor. The dso sensor was replaced as well as the air detector, dso seal and pwa. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device indicated occlusion. There was no more information provided. It was unknown if there was patient involvement.